Event description:
It was reported that when a radiologist was reading a lumbar spine exam from a signa 3.0t hdx twinspeed it was discovered that the axial images pathology was on the opposite side compared to the previous exam. Upon further investigation the site had found multiple exams where series had been flipped. The exams included cervical spine, brain exam, & prostate. The prior evening a researcher had been on the system. The researcher claimed that they only performed research scans and had not made any changes to the gradients. A ge healthcare field engineer went to the site and found some loose connections in the pen panel. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Initial reporter information was not provided.